Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that the heartstart mrx battery would not charge. There was no patient involvement.

Event description:
The customer contacted philips to report that the heartstart mrx battery would not charge. There was no adverse patient impact reported.